Manufacturer narrative:
A device history record (DHR) review for model eb-1570k, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27 jan 2011 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video image, error message was confirmed through evaluation of the device. Evaluation findings were listed as: fluid invasion in pve connector, image blackout, fluid invasion is segment section, fluid invasion in control body, insertion tube sever crush at stage 1 and 3, distal body chip at channel opening at thinnest part, passed wet leak test, passed dry leak test, pve electrical connector frame has severe corrosion, endoscope failed electrical safety test-hi-pot, pve connector housing corroded, endoscope failed electrical safety test - plct, insertion tube sever crush at stage 2, remote control button covers 1, 2,3 and 4 rc buttons are partially cracked, shield cover corroded, fluid invasion to insertion tube, control body severe corrosion inside, some functions cannot be checked as unit compromised by fluid, fluid invasion in umbilical light guide cable. The device was refurbished, cleaned, disinfected, angle adjustments, and video image calibration made and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested and RMA for a eb-1570k (sn: (B)(4)) video bronchoscope for an issue of no video image, error message scope not connected. The customer stated check scope connection number 12. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay, or medical intervention reported.